Event description:
A health care facility reported receiving imprecise successive readings on a precision pcx meter. The readings, taken three minutes apart were 50 mg/dl and 358 mg/dl. These readings, when plotted on a leroux error grid, fall into the "c" zone showing the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.